Manufacturer narrative:
(B)(4).

Event description:
It was reported that on the morning following implant, a post-operative chest x-ray was performed and it was noted that the right atrial lead had dislodged. The lead was repositioned successfully. There were no adverse consequences to the patient.